Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h06039, h13i05039, h13h20055, h13j04064, and h13k04070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 3 of 3. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by cloudy effluent. The patient was hospitalized for the event on an unknown date and treated with unknown ip antibiotics. The cause of peritonitis was unknown. At the time of this report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Approximate date of event (B)(6) 2014. Catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).